Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field: h6(medical device ¿ problem code, component codes). A getinge field service engineer (fse) evaluated the unit and was able to confirm the autofill failure alarm when attempting to exercise the iabp on a test catheter and patient simulator. The gas gain in iab circuit alarm was not reproducible. Both the pim leak test (leak diff prs 88mmhg) and the drive manifold leak test failed ((vacuum leak diff prs 284mmhg)). The pneumatic module assembly was replaced. In addition, the 30 psi transducers were recalibrated. The all manifolds leak tests were then passing. The unit passed all functional and safety tests per manufacturer specifications. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received pneumatic module assembly with a reported unit failure of a "gas gain alarm in iab circuit" and a failed pim leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Pim leak test fails with a leak differential pressure at 89 mmhg. No gas gain alarm can be reproduced. Retaining the part in the failure analysis and testing department per procedure the most probable root cause is component reliability, fatigue, or fluid ingress.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that cardiosave intra-aortic balloon pump (iabp) gas gain in iab circuit alarm and device logged autofill failures and gas gain iab circuit alarms. No harm and injury reported.